Manufacturer narrative:
Results: device or procedural images not provided for review. Allergic reaction. Conclusion: allergic reaction. Device or procedural images not provided for review. (B)(4).

Event description:
Update received that the patients allergy is continuing. Patient has seen a cardiologist, an allergist and a dermatologist multple times and has switched medications however with no relief.

Event description:
The patient had an integrity bare metal stent implanted with no reported issues, the following month an endeavor sprint drug eluting stent was implanted with no reported issues. Approximately 3 months post the index procedure the patient experienced an itch and rash on his skin. The patient spoke with his cardiologist and the decision to switch his medication from 75mg clopidogrel to 10mg effient was made. Severe itch, rash and bumps continued and have increased in intensity. The patient has known allergies to ampicillin and tetracycline and has not been tested for nickel allergy. Patient is to meet with his doctor and discuss further.

Manufacturer narrative:
(B)(4).